Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Customer noted this bg level on the continuous glucose monitoring function of the pump. Customer consumed juice and soda to treat their bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Customer tested their bg level with their glucose meter and received a reading of 88 (mg/dl).